Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent was used in the middle esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to a malignant 5cm lesion located between 28 and 33cm from the incisors. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During stent deployment, when the physician was midway through with the suture release, the suture became stuck. The doctor then applied greater force; however, the suture still could not be released. The stent was repositioned lower several times until the stent was able to be fully deployed. However, the stent slipped down into the stomach immediately after deployment. The stent was removed from the patient by pulling the stent lasso with a foreign body removal forceps and then withdrawing the device together with the endoscope. The procedure was completed with another ultraflex esophageal ng proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on august 28, 2015. Investigation results: an ultraflex proximal release esophageal stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 78mm with only the distal crochet stitches intact. No issues were noted with the profile of the partially deployed stent or the delivery device. The investigator was able to retract the deployment suture and fully deploy the stent without issue. The condition of the returned device indicates that difficulty was experienced during deployment. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent was used in the middle esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to a malignant 5cm lesion located between 28 and 33cm from the incisors. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During stent deployment, when the physician was midway through with the suture release, the suture became stuck. The doctor then applied greater force; however, the suture still could not be released. The stent was repositioned lower several times until the stent was able to be fully deployed. However, the stent slipped down into the stomach immediately after deployment. The stent was removed from the patient by pulling the stent lasso with a foreign body removal forceps and then withdrawing the device together with the endoscope. The procedure was completed with another ultraflex esophageal ng proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 28, 2015. According to the complainant, it was confirmed that the physician was having difficulty deploying the stent. The release suture got stuck when the stent was released halfway. The physician attempted to alter the position of the stent to continue deployment however the stent still failed to fully deploy. The stent was removed from the patient partially deployed on the delivery system with no additional intervention.